Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/27/2016, the reporter contacted animas, alleging a power (battery life with damage) issue. Reportedly the pump had a short battery life issue and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box indicates evidence of partially discharged batteries being installed on 06/24/2016 and o6/26/2016. The battery cap was able to secure properly and the pump powered on normally. Current draws were within specifications. The complaint of short battery life could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked; the audio bolus button cover was torn but the button remained responsive.

Event description:
.